Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to atrial arrythmia burden (aab) of at least 0.5 hours in a 24-hour period. Review of the data identified the duration of the atrial arrythmia was 1.9 hours. Atrial undersensing was observed on stored atrial tachycardia response (atr) electrograms (egm). If clinically appropriate, the atrial sensitivity could be increased at next in-clinic review. The aab alert duration was adjusted to greater than 3 hours. The information has been documented. No adverse patient effects were reported.